Event description:
It was reported that when the device was used during a total lung procedure, only two rows of staples on one side of the cut line were visible. This caused the cut line to open up and the doctor needed to restable that area of the lung. There were no patient consequences.